Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was hard to rotate. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue did not involve complete loss of cautery, or intermittent/ low energy delivery. The instrument moved with non-intuitive motion (movement in the opposite direction), it was moving in a reversed direction. The instrument did not move uncontrollably. The issue did not involve limited or imprecise motion. The issue did not involve any sign of sparking, arcing or thermal damage observed. The issue involved physical damage at the distal end, there was a frayed cable. There were no pieces from the distal end that detach/break off.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.